Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31707155 number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use contain the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that this was a mechanical thrombectomy of internal carotid artery. The devices were used according to the instructions for use (IFU). When inserting a 132cm cereglide 71 catheter (product code: nic71132c, lot number: 31707155) and a trak21 microcatheter (mc) in combination into the 8 fr blanker catheter, a kink was observed approximately 30 cm from the proximal end of the cereglide 71. The cereglide 71 was replaced with another one and the procedure was completed successfully. There was no negative impact to the patient. A continuous flush was done. Additional event information received on 24-mar-2026 indicated that there was no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, and h11. Section b5: additional event information received on 07-apr-2026 indicated that there was no vessel calcification/severe tortuosity/and the vessel was ¿flattened¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.